Manufacturer narrative:
Updated fields:b4,b6,b7,d9,d10,e2,e3,e4(initial reporter,event site telephone),g3,g4,g6,g7,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h11. Corrected fields: d1,d4(version or model #,catalog #,unique identifier (UDI) #),e4(event site name,event site address,event site city,event site postal code(postal code was incorrectly sent in initial MDR)),g2. Customer removed the condensation in the tubing according to guidance from the phone customer support. After that, the alarm didn't occur again. A getinge field service engineer (fse) evaluated the unit and found no anomalies (leak test). All functional and safety test passed.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine check by customer, the cs300 intra-aortic balloon pump (iabp) malfunctioned. User reported purge leak alarm, which occurred only once. There was no patient involvement reported.